Event description:
The customer reported the system has to be turned on and off multiple times before it will work and it will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. (B) (4).